Manufacturer narrative:
Upon evaluation of the event, it could not be confirmed that an extra case had been shipped to terumo europe. All documentation and systems showed that the correct quantity of product was shipped, and there was no evidence that an extra case had been mistakenly shipped to te. No samples were returned, or photos of the quantity received; therefore, the complaint could not be confirmed. As the complaint was not able to be confirmed, and this is not a product functionality issue, it has been deemed a customer preference event. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references (B)(4).

Event description:
The user facility reported to terumo cardiovascular that one extra box of capiox units were received. Eight (8) boxes were ordered, 9 were received. No patient involvement as this occurred out of box.